Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. The ground bond measurement was 0.106 ohm with low limit of 0.001 ohm and high limit of 0.100 ohm. There was no patient involvement.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the rite functional test but an additional problem of failed ground bond was encountered during rite electrical safety analyzer test. The assignable cause was undetermined.